Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during a routine and unrelated procedure, the chronic right ventricular (rv) lead appeared to have insulation damage that had been previously repaired with a splice kit and repair sleeve. It was noted that the repair sleeve was no longer sealing the lead so the physician chose to explant and replace the lead. It remains unclear when the damage and repair occurred. Attempts were made to obtain additional information but were unsuccessful. No patient complications have been reported as a result of this event.